Event description:
It was reported that during a large bowel polypectomy procedure, the plug of the 13mm rotatable snare oval polypectomy snare detached from the device, while current was being supplied. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".